Event description:
Pt stated her whisperject is not working like it used to. She is needing to separate the pieces and put it back together each time to make it work. Pt has not missed any doses. Her current whisperject is 6 weeks old. Called the dr's office to obtain a new prescription for whisperject.